Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) and six days following the implant, low pump flow was encountered. The device was explanted with an unsuccessful attempt to place an impella 5.5. However, another impella cp was implanted. The patient presented to the hospital with chest pain and vomiting and was found to have st-segment elevation myocardial infarction and cardiogenic shock with ejection fraction of 10-15%. The patient had a stent placed five days prior. The patient decompensated in the emergency department and was taken back to the catheterization lab for an impella cp device placement, which was successfully completed. The patient was transferred to the unit on support. Approximately six days after start of the impella mcs, a continuous suction alarm was reported. There were low flows at high p levels, but no known hemolysis. The patient was transferred to another hospital for a higher level of care and advanced therapies evaluation. The decision was made to escalate to an impella 5.5 device. The patient was brought to the operating room, prepped/draped for left axillary impella 5.5 device implant. The left axillary was cut down and graft was sewn directly onto the artery and tunnel inferior. Left ventricle was then accessed via wire/catheter technique under fluoroscopy/transesophageal echocardiogram (tee). The .018 guidewire was loaded and placed into the left ventricle and the catheter was removed. The impella 5.5 was then backloaded onto the wire. However, there were failed attempts to cross the anastomosis. The impella 5.5 was then removed and an impella cp was opened and placed. The placement was confirmed with tee, measuring at 3.7 centimeters. The impella cp was ramped to p-8 with flows of 2.3 liters per minute. Chimney graft/repo sheath was sutured to the left chest. Sterile dressing was applied to the left axillary site per their protocol. The patient was transferred to the bed for transport back to the unit, but upon leaving the room, the patient went into ventricular fibrillation. The patient was shocked two times and returned to normal sinus rhythm. Tee probe was re-inserted and placement was confirmed and the patient was taken to the unit. Same day later that night on the unit, the automated impella controller displayed/sounded continuous suction alarm. Replacing pa catheter and plan to obtain an echocardiogram as soon as possible to confirm placement. The next day, axillary impella cp continued on p-8 and continuous suction alarms continue. Audible alarms were turned off. Flows of 2.5 were noted. Urine output was clear/yellow. Follow up the next day noted impella mcs continued with patient¿s prognosis as guarded. Ecpella (extracorporeal membrane oxygenation and impella mcs) was considered but the patient was not a candidate for ECMO. The plan was to wean the patient and assess the patient¿s response. However, the patient would expire and care was withdrawn. Medical safety review of the event determined there is not enough evidence to exclude the replacement impella cp as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. This is one of three devices related to the patient's implant experience. Refer to manufacturing report number 1220648-2025-26083 for the impella 5.5. Initial medical device report for the replacement impella cp serial number (B)(6) with date of event 26-jan-2025 and patient identifier ending in (B)(6).

Manufacturer narrative:
The investigation of low pump flow has been completed. Product was not returned for review. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.